Manufacturer narrative:
Conclusion: manufacturing related.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (using a broken/damaged device).

Event description:
Evaluation of the returned device was completed. Upon inspection of the returned device, the external slider was 5 mm from the front grip, resulting in a 4 mm gap between the graft cover and tapered tip. The capture fitting was unthreaded from the capture tube, which likely occurred during return shipment since the device was returned loose within the box. Water drops were observed within the sideport tubing, all the way up to the barbed adaptor. The rest of the device was unremarkable. Water was attempted to be flushed through the side port assembly using a syringe, but the water would not pass through the barbed adaptor. The delivery system was broken down and glue residue was noted on the endseal beneath the barbed adaptor. A pin gauge was attempted to be passed though the ID of the barbed adaptor; however, an obstruction was met 6 mm from the edge of the barb. The barb adaptor was removed from the delivery system and a pin gage was inserted through the threaded side; the same occlusion within the barb adaptor was met. Microscopic images revealed that the material occluding the barbed adaptor was semi-transparent and glossy. The inability to irrigate complaint was confirmed. The root cause of the event was most likely due to excessive glue being applied during manufacturing, which led to the obstruction within the barbed adaptor.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 100 mm diameter descending thoracic aortic dissection. It was reported that during preparation of the valaint delivery system, the physician was unable to flush the device (no liquid came through or out of the tube). There was a problem with the luer lock extention tube of the delivery catheter. It seemed as though it was clogged. So, the physician punctured the catheter body and was able to successfully flush. The procedure was completed without further incident. There was no damage to the packaging. No clinical sequelae were reported and the patient is fine.